Event description:
At first, user experienced dry and cracked hands. User also experienced hives on the hands and other areas like the face and neck. Itchy nose has been a recent symptom. User has gone to the dermatologist and he asked her to carry a bee sting kit and use vinyl gloves.